Event description:
The ventilator's power supply had been replaced because the ventilator would not power on. Factory failure analysis of the power supply revealed a diode that intermittently failed open, which may result in an ac to dc conversion failure. This finding indicates that a loss of ac power may occur during use. If a loss of ac occurs during use and the ventilator shuts down, an audible power fail alarm will activate. If the ventilator is equipped with a backup battery, the ventilator will transition over to backup battery and start alarming and continue ventilation until the battery depletes.